Manufacturer narrative:
The following devices were also listed in this report: modular dual mobility insert; cat# 626-00-46f; lot# 62728103. V40 fem head orthinox 28+4; cat# 6364-2-228; lot# g7090931. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to wound drainage observed after patient fell on (B)(6) 2018. An adm/mdm construct and femoral head were revised to an adm/mdm construct with a v40 femoral head.